Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis and stayed in intensive care unit. The customer blood glucose level was 569 mg/dl at the time of incident. The customer experienced symptoms such as nausea, vomiting, abdominal pain and difficulty in breathing. The customer was reporting that the insulin pump was not giving insulin. The customer been using the insulin pump system within 48 hours of reported high blood glucose event. The customer declined troubleshooting for high blood glucose. The insulin pump will be and reservoir will not be returned for analysis.